Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to electromagnetic interference (emi) oversensing. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to electromagnetic interference (emi) oversensing. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating technical services (ts) was contacted to review two events. One event showed polymorphic ventricular tachycardia (vt) that stabilized into monomorphic vt. Undersensing was observed due to the transition from a slow rate profile to a fast rate profile, and t-wave oversensing occurred during the fast rhythm. The actual heartrate was approximately 260 beats-per-minute and an inappropriate shock converted to normal sinus rhythm. The second event occurred during false positive atrial fibrillation (af) and had undersensing of premature ventricular contractions (pvcs) because of their smaller amplitude and due to a slow rate profile with longer refractory periods in which they fell into. The s-ICD system remains in service. No adverse patient effects were reported.